Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A supplies manager reported a cartridge that cracked during an intraocular lens (iol) implant procedure.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol model/diopter was not provided. It is unknown if a qualified iol was used. The customer indicated the use of a handpiece with a viscoelastic, which is not qualified for this cartridge/handpiece combination. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the cartridge/handpiece combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. In addition, per the dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).